Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair procedure on (B)(6) 2013 and mesh was implanted. An xray on post operative day two and five cleared the patient, with no visible signs of adhesions to the bowel and the patient was discharged on (B)(6) 2013. On (B)(6) 2013, the patient complained of a wound dehiscence. An ultrasound showed bowel adhesions to the visceral area of the abdomen and seroma formation. On (B)(6) /2013, the patient underwent a minor procedure to drain the infectious fluids. On (B)(6) 2013, the patient was admitted and underwent a CT-scan which confirmed that a hole in the mesh was visible and bowel was protruding through. On (B)(6) 2013, the patient was still in the hospital but no further operation was done. The wound was showing signs of healing. The fistula is getting smaller every day and the surgeon expects the patient to fully recover with no need for a re-operation.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.